Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, it was discovered that the customer was using a medtronic oxygenator in conjunction with the manufacturer's level pads. Evaluation of returned level pads utilized lab use only medtronic and manufacturer's oxygenators which adhered properly to both. Medtronic¿s oxygenator has a slight curvature, and the mounting surface should be flat and clean. The manufacturer's clinical specialist reminded the user facility's chief of perfusion that the pads are not compatible with rounded oxygenators. The evaluation is not from returned material from this complaint, but used as an example of the recent returns for this issue that the customer has forwarded. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the customer, the sensors were mounted on an area that was curved.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the customer went through a box of level sensor pads before they could get one to stick. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.